Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of an inappropriate shock. It was noted that the noise was able to be reproduced with arm movements/manipulations. Device therapies were programmed off and the patient was admitted to the hospital for further investigation. Technical services (ts) discussed potential causes and troubleshooting options. An electrode fracture was suspected. A procedure was scheduled to explant and replace the electrode. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. An electrode fracture was unable to be confirmed. This s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of an inappropriate shock. It was noted that the noise was able to be reproduced with arm movements/manipulations. Device therapies were programmed off and the patient was admitted to the hospital for further investigation. Technical services (ts) discussed potential causes and troubleshooting options. An electrode fracture was suspected. A procedure was scheduled to explant and replace the electrode. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. An electrode fracture was unable to be confirmed. This s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. It was reported that this device would be returned for analysis; however, the product has not been received. Multiple attempts were made to obtain information regarding the return and unfortunately, we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided. The product has been received for analysis.

Manufacturer narrative:
It was reported that this device would be returned for analysis; however, the product has not been received. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Manufacturer narrative:
It was reported that this device would be returned for analysis; however, the product has not been received. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of an inappropriate shock. It was noted that the noise was able to be reproduced with arm movements/manipulations. Device therapies were programmed off and the patient was admitted to the hospital for further investigation. Technical services (ts) discussed potential causes and troubleshooting options. An electrode fracture was suspected. A procedure was scheduled to explant and replace the electrode. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. An electrode fracture was unable to be confirmed. This s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of an inappropriate shock. It was noted that the noise was able to be reproduced with arm movements/manipulations. Device therapies were programmed off and the patient was admitted to the hospital for further investigation. Technical services (ts) discussed potential causes and troubleshooting options. An electrode fracture was suspected. A procedure was scheduled to explant and replace the electrode. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.